Manufacturer narrative:
A device history record (DHR) did not find any defects or nonconformities. All records indicate that the device was manufactured in accordance with all applicable procedures. Physical evaluation of the actual device clarified that the alignment pin at the outer tube head was broken. Based on available information, the root cause of the confirmed failure was most likely due to user mishandling. The suggested event is preventable in accordance with instructions for use: study this manual and other labeling thoroughly for safe handling and storage. Misuse of instruments can cause injury to the patient and could have an adverse effect on the procedure being performed. Do not drop instruments or allow them to be struck by other objects.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the reported issue was confirmed. During a visual inspection of the device; it was observed that the tip and alignment pin was broken. No other issues were found during the physical evaluation of the device. No additional information has been obtained. If additional information is provided a supplemental report will be filed.

Event description:
The user facility reported a broken tip on a scope. The issue was found during reprocessing of the device. No patient involvement was reported. No additional information has been obtained.